Event description:
Began using dreamstation CPAP (continuous positive airway pressure) in 2018. Noticed black particles in tubing; sinus issues, headaches; respiratory infections; irritated eyes and skin: coughing trouble breathing, worsened asthma.